Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during a history review as part of a routine clinic visit an abnormal alarm from (B)(6) 2014 was noted. The alarm noted a pump stop, system controller cell low, pump disconnected, and low flow. The duration of the alarm was less than one minute. The pt denies disconnecting the system controller. The pt did not hear an audible alarm and was asymptomatic. The issue appeared to have self-resolved. Upon further review of the log file by technical services on (B)(4) 2014, the log confirmed the reported alarms. No further alarms were noted and the system controller remains in use.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.